Event description:
It was reported the pt developed infection and meningitis secondary to lumbar puncture. Additional symptoms included fever and headache. The drug used in the pt's intrathecal drug delivery pump was hydromorphone 20 mg/ml; 12.5 mg/day and clonidine 265 mcg/ml; 165 mcg/day. The distal (spinal) portion of the catheter was explanted. The pt was treated with antibiotics. The pump remained implanted. No pt outcome was reported.